Event description:
Procedure: open repair of incarcerated incisional and umbilical hernia with mesh. During procedure, user pressed the trigger for device to dissect and it did not trigger to dissect. Device removed from the field and replaced with same type of device. No further issues. No patient harm.

Event description:
Procedure: open repair of incarcerated incisional and umbilical hernia with mesh. During procedure, user pressed the trigger for device to dissect and it did not trigger to dissect. Device removed from the field and replaced with same type of device. No further issues. No patient harm.